Event description:
During a combined vitrectomy, the sheath of the torpedo mini light (11007.000) began to smoke and deformed whilst in the eye for approximately 15 minutes at 100% power. The surgeon halted use with the light guide and proceeded with the surgery as normal. The surgeon stated that there was no pt harm or significant change in procedure, duration, or technique.